Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. Boston scientific engineering analysis of device data indicated that the power consumption continues to increase in a gradual and predictable manner. The analysis also indicated that based on conservative modeling, this device will not deplete to the elective replacement indicator (eri) battery status within 90 days. Boston scientific technical services (ts) recommended that the device either be replaced or have the battery status reevaluated in 90 days time. The device was subsequently explanted and replaced approximately one month later. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. Boston scientific engineering analysis of device data indicated that the power consumption continues to increase in a gradual and predictable manner. The analysis also indicated that based on conservative modeling, this device will not deplete to the elective replacement indicator (eri) battery status within 90 days. Boston scientific technical services (ts) recommended that the device either be replaced or have the battery status reevaluated in 90 days time. The device was subsequently explanted and replaced approximately one month later. No additional adverse patient effects were reported.